Event description:
A malfunction on the pump was reported by the caller, and it was identified as malf 9 with a fault ID of 0x20f1. There was no adverse impact to the customer's blood glucose level. Customer technical support provided information to reset the pump and assisted the caller with this process. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was instructed to call back if the malfunction code reappears, and they acknowledged and understood the instructions.